Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a proctocolectomy procedure, before used on the patient, noted the packing was damage. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch #520c01. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cdh29a was returned with no apparent damage. As no tyvek or blister were returned for evaluation, we are unable to investigate further the issue of ¿packaging integrity". In addition, the cdh29a device arrived with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. Batch records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device was returned non-sterile and no blister or tyvek was received. Additionally, one photo of the tyvek was loaded and no apparent damage was noted. A manufacturing record evaluation was performed for the finished device lot number 520c01, and no non-conformances were identified.